Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The instrument ejected clips prematurely into the pt's cavity. The suregon retrieved the clips and applied another instrument to complete the procedure. No pt injury reported.